Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: antibiotic bone cement - or scrub wasted (B)(4) units of cement - not mixed correctly. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(4).pdf, 366977_su_001 (1)_redacted (1).pdf. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A retained sample test was performed for this product and lot combination. The cement mixed and behaved as expected for the product type and met the appropriate control specification. The overall complaint was not confirmed as the observed condition of the depuy/cmw 2g would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: depuy/cmw 2g product code: 545032500 lot number: 4306655 and there are no non-conformances associated with this lot. H11 additional narrative: added: d10 (concomitant). Corrected: d3, g1 (manufacturing site name).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: dmf# - (B)(4); trade name ¿ gentamicin sulphate; active ingredient(s) ¿ gentamicin sulphate; dosage form - powder; strength ¿ 1.0g active in our cements.

Event description:
It was reported that patient underwent a hip surgery on (B)(6) 2024. Four units of antibiotic bone cement did not mix correctly and were wasted. Other cement was used. Procedure was completed successfully.